Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine at unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that when the patient went to replace the pump due to normal battery depletion, it got severely infected that she was fighting for a month, so they had to go in twice to clean it out, leaving a bigger hole. Patient stated she waited over a year and they filled with something like gauze and she had a hole until (B)(6) 2017. No further complications were reported.